Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received: one used contiplex c cath.19gx187.w.tip forming, one used perifix cath.con. 2.0 g19 transluce and one used perifix filter 0,2my out of a contiplex c set sh,15° ,25gx7½"0.53x190mm without packaging. Additionally we received several products of a competitor. The returned contiplex cath. And the used perifix cath.con. 2.0 g19 transluce were taken to a visual inspection. As-received condition the connector was open and a part of the catheter was cut off. Furthermore the connection between catheter and catheter connector was taken to a tensile strength test according to the test plan. Nominal: min. 5.5 n. Actual: 13,36 n. The tensile strength is within the specification. The defect is due to a development error and already known. Therefore this complaint is considered as confirmed. The complaint is filed for statistical purpose. Please note: urgent field safety notice: perifix catheter connector reason for the voluntary customer information (field safety notice). The perifix catheter connector is a connection device used by clinicians to provide various anesthetic and fluid administration devices with a single, common access point to a catheter for delivery of anesthetics. The connector is used in conjunction with the catheter for continuous administration of anesthetic fluids. In the course of our regular post market surveillance activities we have found that the perifix catheter connector may not remain closed during use. In some cases this has led to leakage or disconnection of the catheter from the perifix catheter connector. While no serious injuries to patients, users, or third parties have been reported to date, there is a possibility of contamination of the catheter or delay of an aesthesia of different severity. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached. The catheter withdrawal occurred at the ward after it was placed to a patient. No health damage to the patient. The patient has no infection.